Event description:
The customer contacted the siemens customer care center (ccc) and stated that patient results for sodium had been resulting higher than expected on an advia 1800 instrument. The customer would recalibrate the sodium electrode and then repeat patient samples, which would result within the normal range. The customer stated that no discordant sodium results were reported to the physician(s). No patient data was provided. There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist instructed the customer to condition and replace the sodium electrode. After replacing the electrode, the customer has had no further issues. The cause of the discordant results was an electrode failure. This instrument is performing according to specifications. No further evaluation of the device is required.